Event description:
It was reported that a lead broke during a trial implant procedure. The physician switched from the pre-loaded straight stylet to the stiff, bent tip stylet. The stylet would not advance, and it broke through the wall of the lead. The lead was never implanted; another lead was used instead.

Manufacturer narrative:
Product ID: neu_stylet_acc, lot# unknown, product type: accessory. Product ID: 387445, lot# v937509, product type: screening. (B)(4). Analysis of the lead (lot# v937509) found that the stimulator's stylet coil in the lead body was perforated by the stylet.